Manufacturer narrative:
On (B)(6) 2021 customer alleged insulin pump doesn't power on(blank display). P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and cracked keypad overlay. Device history and trace files downloaded successfully using thus software. Device passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, self test, active current measurement and sleep current measurement. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No power loss alarms noted during testing or in the device trace download. Device was monitored. No blank display noted during testing. Pump error 54 (file number = 32122; line number = 1421) found in device history files on (B)(6) 2021 at 11:32am. N summary, customer allegation for blank was not confirmed during testing. However, pump error 54 (file number = 32122; line number = 1421) found in device history files on (B)(6) 2021 at 11:32am due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level was 430 mg/dl. Customer stated that the insulin pump had blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contacts on the battery cap were not missing. Customer declined troubleshooting for high blood glucose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.